Event description:
It was reported that during the preparation of the device, two microcatheters would not accept a guidewire through both units. The wire was getting stuck around the hub section and would not advance. The microcatheter was not used and a new microcatheter with a different lot number was used to continue the procedure. When the device was received and analyzed; it was found that the catheter shaft exhibited incomplete flaring with exposed braid at the hub transition. The device associated with this report was used during the same procedure referenced in MFR. Report# 2032493-2025-90089.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned microcatheter found no damage on the surface of the device; however, an in-house guidewire could not be advanced past the hub during functional testing, which is consistent with the alleged product issue. The proximal microcatheter shaft exhibited incomplete flaring with exposed braid and delamination at the hub transition, which would have contributed to the resistance experienced during the investigation. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the flaring issue, but this condition is consistent with a deviation in the manufacturing process. The physical evaluation of the device could not identify the conditions or circumstances that led to the delamination, but this condition is consistent with attempting to insert an ancillary device into the insufficiently flared lumen. The catheter condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process.